Manufacturer narrative:
The explanted device was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received anti-tachycardia pacing (atp) therapy and eight 41 joule shocks in the ventricular fibrillation (vf) zone, without conversion of the arrhythmia. The patient was sent to another hospital for further evaluation. There, the physician tested the efficacy of the system. Ventricular tachycardia (vt) was unable to be induced, but a second attempt induced vf, which was successfully terminated with a 41 j shock from the device. However, the rv electrograms showed artifacts marked as vf. Lead measurements were within normal range, but noise artifacts were intermittently present. The noise could not be reproduced. Therapy was programmed off and a replacement procedure was planned. A few days later, the rv lead was abandoned and replaced, positioned away from the abandoned lead, and a new ICD was implanted. No additional adverse patient effects were reported.